Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions were noted at 16.0-17.5cm and 19.0-19.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.